Event description:
An alarm 2 followed by alarm 26 was experienced, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to troubleshoot by disconnecting tubing, tightening the connection, and delivering boluses to resolve the occlusion, adjusting supplies as necessary. Customer successfully completed a bolus and was advised to resume insulin therapy, with follow-up assistance offered.